Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed service to correct the reported problem. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The direct root cause of the complaint appears to be physical and/or mechanical damage to the psc fiber cable receptacle. The fiber connection broke, with the blue fiber receptacle missing from the psc's back panel.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, site broke the fiber at the robot. Blue fiber cable receptacle was missing at back of patient site cart (psc). Representative on site swapped psc and texted technical support engineer (tse) and stated the connected 'fell inside' of the psc. The procedure was aborted to another dv system with no reported injury.